Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
The customer reported: "rad-8 doesn't hold the expected charge, machine loses its charge in under 2 hours." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device is able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was charged overnight, the unit remained on battery power for approximately 1.5 hours before emitting a low battery alarm and powering down. The battery does not hold the expected charge after being fully charged overnight. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable digits, zip code is as follows: (B)(6).